Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during a total laparoscopic hysterectomy procedure, while suturing the vaginal cuff, the device was difficult to unload, needle fell out of the jaw when it was open and disengaged into the patient¿s cavity, but was then retrieved with grasper. A new reload was loaded. After a couple passes through tissue the second needle fell out also. Another instrument and reloads were opened to complete the case. No patient injury.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.